Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer's blood glucose (bg) was high, however, a specific value was not provided. Reportedly, the customer administered manual injections to address bg level and continued to use the pump for insulin therapy.